Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
A physician attempted to use the fox plus pta catheter to treat a left arm av fistula. During the procedure, the balloon burst in a circumferential direction, resulting in the surgical removal of the device. The patient is reported as doing fine.